Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic meter. On 10/01 patient's blood glucose was 130 and 85 mg/dl. Tests were done 10 minutes apart. Patient did not experience any adverse events. No further info has been reported.